Manufacturer narrative:
Corrected information: d4 - primary UDI number, h6 component code (annex g). Investigation ¿ evaluation: it was reported the ncircle tipless stone extractor¿s basket wire was found broken when the package was opened, prior to use in the bladder lithotomy procedure. The procedure was completed by using another same-like device. A costumer provide photo appears to show one of the basket wires had pulled free from the basket cannula that secures the proximal end of the basket wire in place. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional testing of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned to cook for evaluation in open package with label. The returned device was observed to have one of the basket wires pulled out of the distal cannula that attaches it to the rest of the stone extractor assembly. The handle actuated the basket formation. No other damage was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded discrepancies relevant to the failure mode. A review of complaint history records found one additional complaint had been received for this lot for a similar failure. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issues within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU provides the following information to the user: precautions: do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4: PMA/510(k) #: exempt. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor's basket wire was found broken when the package was opened, prior to use in the bladder lithotomy procedure. The procedure was completed by using another same-like device. A costumer provide photo appears to show one of the basket wire had pulled free from the basket cannula that secures the proximal end of the basket wire in place. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.